Event description:
It was reported that an erbe system; argon plasma coagulator (apc) model apc 2 with an electrosurgical generator model vio 300 d (part number 10140-000) was used in a procedure. The settings for the erbe apc/esu system were apc pulsed, effect 2 at 25 watts. Argon plasma coagulation was applied in the right colon/cecum. The patient returned the next day and a perforation was found. Surgery was then performed to address the perforation.

Manufacturer narrative:
The apc/esu system was returned an thoroughly inspected/tested. A technical safety check was performed on each unit. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. Also, the gas flow rates were measured and found to be within their acceptable ranges for the apc. All features were/are functioning properly within specifications on both devices. In addition, no anomalies were found in the device history records (dhrs) for the apc and esu. In conclusion, no erbe equipment problem was found that would have caused or attributed to the event (note: unrelated to the reported incident the esu was updated to the latest software version.). The reported complication is not atypical for any g.I. Interventional procedure and especially in a thin walled area such as the cecum. Furthermore, based upon past reports, it appears that the patient's condition was a significant factor in the event. That is upon argon plasma treatment in a thin walled area (i.e. The cecum), the remaining wall was not sufficient to remain intact. Nonetheless, no conclusive determination could be made as to the cause of the event. The involved medical personnel are being made aware of the findings. To further address the issue, additional in-service work will be offered to the medical staff at the hospital. Erbe USA, inc. Is now closing the file on this event.